Event description:
Facility reported that during routine care, staff noted that an unspecified portion of the tracheostomy tube was "broken". There was no reportable or any adverse impact to the patient.

Manufacturer narrative:
Device has not yet been received for evaluation. If and when the device is received, a following report will be filed with evaluation results.